Event description:
A falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on the atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered lower than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was in range on the day of testing. Siemens remotely assisted the customer and performed an auto check test, cleaned reagent arm 1, and repeated the auto check, which passed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse checked the dilution arm, tightened the diluent valve, aligned arms, cleaned all drains, and ran auto check, qc, and patient samples, which recovered acceptably. Next, the cse performed service method testing, removed sample and reagent arms, and tightened tubing. The cse replaced the inlet valve on the reagent 2 arm. The cse ran auto check and qc, which recovered acceptably. Siemens evaluated the event and concluded that the loose tubing connections, which allowed inappropriate material to be introduced into the reaction cuvette potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of the device is required.